Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4). Investigation summary: reported delamination during the device check in was confirmed. The delamination occurred on the top left corner of the key pad overlay. Note: this unit had failed for the keypad delamination before but failed again for the same reason. Conclusion: reported delamination during the device check in was confirmed. Rework: recommend replacing assy case front w/keypad 8015ls part number: tc10008389 please forward defective keypad assembly to qe or pcu pft team. Disposition: route to service for normal process.